Event description:
The report stated that 15 minutes after a thyroidectomy, the patient had to be re-operated due to blood loss.

Manufacturer narrative:
It was reported that this client has an operating technique where he does not fully close the jaws during vessel fusion. The instructions for use for the ligasure precise handpiece state to close the handle until the ratchet engages completely prior to activating the generator to perform vessel fusion. To date, the incident device has not been returned for evaluation. The site also has not responded to our requests for additional information. If the sample is returned or if additional information pertinent to the incident is obtained a supplemental report will be issued.